Event description:
It was reported that patient presented to the clinic showing episodes of non-sustained rv oversensing. Review of egms revealed intermittent ventricular loss of capture. Programming changes were recommended.

Manufacturer narrative:
.